Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override and failed to receive messages from epic. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and not received message. A technical support specialist (tss) opened sql server management studio, backed up the database, and ran a query, which identified zero allocation errors and five consistency errors in the database. The process fixed all five consistency errors, and a subsequent confirmed that no further errors were present. Data synchronization and maintenance services were restarted and confirmed to be functioning correctly, with successful device downloads and uploads. Transactions occurring after the error were verified on the server, the device exited critical override, the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.